Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing issue events on (B)(6) 2025. It was reported that the tubing kinks alot. No further information available.